Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure a faradrive steerable sheath clear was selected for use. During device aspiration, a lot of air bubbles were visible inside the sheath. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.